Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2 and h6. As reported, a 4mmx15cm 155 saber percutaneous transluminal angioplasty (pta) rapid exchange (rx) balloon catheter was inserted into the patient; however, it ruptured within its nominal pressure. There was no reported patient injury. The lesion was at the left superficial femoral artery (sfa). A contralateral approached was done with a non-cordis guiding catheter and made a cross-over approach. The device was used to treat a long chronic total occlusion (cto). A non-cordis guidewire was used to cross the lesion. The device was replaced with a new non-cordis balloon catheter, and two smart stents were implanted. A 5x10 saber balloon catheter was used for post dilation and the procedure was completed. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 17705568 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion may have contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; it is likely damage to balloon material occurred in the attempt to cross. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17705568 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mmx15cm 155 saber percutaneous transluminal angioplasty (pta) rapid exchange (rx) balloon catheter was inserted into the patient, however, it ruptured within its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter, and after that, two smart stents were implanted. A 5x10 saber balloon catheter was used for post dilation and the procedure was completed. There was no reported patient injury. The lesion was at the left superficial femoral artery (sfa). A contralateral approached was done with a non-cordis guiding catheter and made a cross-over approach. The device was used to treat a long chronic total occlusion (cto). A non-cordis guidewire was used to cross the lesion. The device will not be returned for analysis as it was discarded due to infectious disease.